Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, all of the keypad buttons were found to respond appropriately. The complaint of under-responsive keypad buttons was not duplicated during evaluation. The keypad was removed and there was no evidence of contamination on the key contacts. Investigation revealed a leak in the battery compartment and evidence of moisture corrosion was observed inside of the battery compartment and on the display board near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were under-responsive. Additionally, there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.